Event description:
It was reported that device failed accuracy test. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found bubbled dso sensor. Functional test was performed and found that the ac adaptor can't slide into the ac connector properly due to bent parts in the ac connector. Also found that the pump's alarm sounds at psi levels over the limit. Pump was tested for flow accuracy and failed.